Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1138630, medical device expiration date: 2022-11-30, device manufacture date: 2021-05-18. Medical device lot #: 1186538, medical device expiration date: 2023-01-31, device manufacture date: 2021-07-05. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, (B)(4) retention samples ((B)(4) from each reported lot number) from bd inventory were evaluated by functional testing, each drawn with water, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 24 times for lot# 1138630. This event occurred 24 times for lot# 1186538. The following information was provided by the initial reporter. The customer stated: there was "not enough vacuum in the tube. Underfilling."